Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing after implant. An x-ray was performed, and it indicated that the lead dislodged so an explant procedure was scheduled for the next day. This rv lead was subsequently explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing after implant. An x-ray was performed, and it indicated that the lead dislodged so an explant procedure was scheduled for the next day. This rv lead was subsequently explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was retained by the hospital. This lead has not been received for analysis. No adverse patient effects were reported.